Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 350 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge. Reportedly, the customer resumed insulin therapy. Customer¿s blood glucose level was between 250 and 300 mg/dl.